Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.